Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.